Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse performed steps to reproduce the reported failure/error, yet the failure did not reproduce. The unit powers up and continues to function as intended continued to complete the pm per the manufacturer¿s specifications.

Event description:
N/a.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) was not responding and turned off. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h11. Precautionary service: replace o-ring, buna-n 1-008 n70, both special seal, primary 9v battery alkaline (customer stock). Verification: ran all the tests in accordance to the manufacturer¿s specifications. All tests are within range.